Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected tsh result occurred on a single patient sample. A definitive root cause for the event could not be determined. The vitros tsh reagents and the vitros 5600 integrated system were performing as expected. Inappropriate sample handling or the integrity of the patient sample cannot be ruled out as contributing to the event.

Event description:
The customer observed a non-reproducible, lower than expected vitros tsh result for a single patient sample processed on a vitros 5600 integrated system. Vitros tsh result of 0.083 miu/l vs. An expected result of 0.177 miu/l the discrepant result was identified during a patient correlation test being run in order to verify accuracy after observing higher than expected results for control material. No corrected result was issued from the laboratory. The patient result was reported to a physician. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm as a result of this event. (B)(4).